Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the insertable cardiac monitor (icm) exhibited a diagnostic anomaly. No intervention was reported. The patient had no adverse consequences.